Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for eval. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to metal particles were found during the DHR review and the product was released according to the MFR's acceptance criteria. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported seeing "minor metal particles" in the paracentesis after using a knife during surgery. It was reported that the metal particles are too small to grab and were left in the eye. The procedure was completed with no harm to the pt.